Event description:
A caller reported a malfunction on the pump, which was identified with malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted the caller in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues reoccur. The caller acknowledged and understood the instructions.